Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6 -12.50 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022 as a replacement lens to address excessive vault, pupil block, angle closure, elevated intraocular pressure, unreactive (fixed) pupil, and blurred vision. It was reported that this replacement lens resolved the problem. However, it was also reported that the vault was still high. Per updated information the reporter stated that medical or surgical intervention is not necessary. Vault has resolvedon its own. For patients current condition the reporter reported " pt is 20/20 ou, stable eye pressure, comfortable, and doing well ou. Vault has reduced from previously noted."